Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system turned off on its own. Add'l information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined. The company representative determined that the power source supplied from the facility, (to the system) was non-conforming. This is not a company product. Additionally, a system message was confirmed to have been detected (via event logs). This is consistent with an external power source issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was verified to meet specification. The root cause of the reported event can be attributed to a nonconforming external power source. (B)(4).